Event description:
Product intended use : vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in-vitro diagnostic device used in conjunction with other laboratory tests to aid in the diagnosis of bacterial, yeast and mould infections. Description of the issue : a customer from sweden reported they obtained discrepant results when testing a sample with vitek ms instrument (ref. 410895) ¿ serial number (B)(4). The customer reported he obtained an organism identification to brucella with 99.9% confidence; however, with another isolate from the same sample he obtained micrococcus luteus at 99.9%. There is no indication from the customer that this event led to delay of results or impacted the patient state of health.

Manufacturer narrative:
Fine tuning: fine tuning appeared good at the time of acquisition, however it was near to the limits on (B)(6) 2021. Spot preparation quality: the calibrator spot preparation quality seems to be good, however, the sample ¿all peaks¿ values are quite heterogeneous and low (varying between 35 and 52). Kb review: the suspected identification seems to be micrococcus luteus. The expected identification is unknown because no reference method was used to confirm the identification. Sample data analysis: the potential misidentification as brucella spp was obtained from the spectra having the lower number of peaks (35) and from the spectra having a low identification score (-0.35) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). The low discrimination as brucella spp / micrococcus luteus was obtained from the spectra having also a low number of peaks (37) and a low identification score (-0.12) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Reprocessing the customer data with next vitek ms kb under development eliminates the misidentification to brucella spp. Spectra led to a single choice - micrococcus luteus - or no identification results. There is no misidentification anymore. Root cause: the cause of the misidentification issue as brucella spp is a kb weakness with a bad quality of spectra (linked to a non-optimal spot preparation or/and non-optimal fine tuning). Significant improvements (change request #2264) have already been made by r&d for next vitek ms kb version to limit misidentification to brucella spp. In addition, vitek® pickme could be used to optimize the quality of spot preparation. Conclusion: there were no patient or operator death, no patient or operator harmed, no indirect harm patient reported, no patient harmed/treated incorrectly. Vitek ms r&d department has recorded a change request (cr n°2908) in order to add corynebacterium resistens to a future vitek ms knowledge base. Service provided the customer with additional training materials to help improve their spot preparation technique (video, training). They also proposed vitek® pickmetm (ref (B)(4)) to the customer in order to improve the spot quality.